Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy due to the device oversensing noise on the right ventricular (rv) lead. Therapy was not exhausted due to the inappropriate shocks. A lead revision procedure was performed. Once lead was laser lead extracted, visual inspection noted that insulation damage and a fracture on the proximal portion of the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned with the helix retracted, blood and body fluid in the helix housing and tissue entwined in the proximal end of the distal spring electrode. The lead was returned in two segments that totaled 162 mm in length. The lead was severed at 126 mm from the terminal pin and the conductor coils extended between 14 mm and 22 mm beyond the severed end of the tip segment. The clear medical adhesive was found to be torn and separated from the gore at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. The proximal end of the distal spring electrode was separated from the lead body insulation. Further inspection revealed trilumen insulation damage at 275 to 290 mm from the tip through to the rs- and proximal hv lumens, dried blood and body fluid were also noted in this area. Inner insulation damage was seen through to all three lumens in this area and the gore was torn and abraded. The field allegation of inappropriate tachycardia therapy due to the device oversensing noise on the right ventricular (rv) lead and insulation damage was confirmed through testing. The tri-lumen insulation damage was thought to be caused by entrapment in the clavicle/first-rib region. Analysis was not able to confirm a fracture on any of the conductors. However, some of the conductors are partially melted, but not through as the conductors passed continuity testing.